Event description:
It was reported that the pt complains of pain in left hip and down the leg within the last week. He has had back pain since the surgery. Pt has difficulty to bend cross his leg, more "pronunce" in the left leg. His pain is not constant, but rather intermittent during the day. More difficult to put sock on his left side.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.